Event description:
Son found him down and ashen, vad was alarming, patient was connected to one power cable of pm (other power cable was not connected). Patient had been sleeping on battery in the past. The log file showed low voltages up until complete disconnect.